Event description:
A user facility reported difficulty folding an intraocular lens. The iol was returned stuck inside the cartridge of the iol delivery system. Follow-up indicates the user facility complaint was for the delivery system cartridge not the iol. There was no pt impact/injury associated with this report.